Event description:
Patient was originally implanted in 2001 with the lifesite device. The original procedure was a right thoracotomy with placement of intra-atrial lifesite hemodialysis system. The cannulas were placed directly into the right atrium under direct vision. Five days later, a right thoracotomy was performed on the patient in order to reposition the cannulas to achieve better flow.